Event description:
A vns nurse reported that the patient was observed to have an impedance reading of 774 ohms. Per the nurse's copy of the data card, it appeared there was a reduction in impedance over time. Per the programming history, system diagnostics show that the impedance value is between 2315 ohms and 2422 ohms from (B)(6) 2010 to (B)(6) 2011. The last recorded system diagnostic had an impedance value of 1147 ohms. Follow up with the nurse found that no x-rays were planned as they did not see the point. It is believed that the patient's device may have migrated into her breast at one point as the patient grew. Revision surgery is being discussed for the possible short circuit. No other information has been provided. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.